Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-31273 and 1627487-2020-31138 it was reported the patient experienced ineffective stimulation. Effective therapy was allegedly never received, despite multiple reprogramming attempts. System was explanted and no complications were noted during the procedure.